Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised due to infection. I&d and poly exchange was done. Doi: (B)(6) 2021. Dor: (B)(6) 2021 left knee.